Event description:
Customer reported that the insulin pump alarmed button error and is has moisture visible on the screen. Customer stated that she was in a kayak and the insulin pump got wet. Customer stated she changed the battery and the numbers on the screen started ramping on their own and had an intermittent blank display. Blood glucose level was 400 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. No scrolling numbers anomaly noted. Device passed displacement test, operating currents, self test and off no power test. No blank display noted. Device received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.